Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for a routine device check. The atrial lead exhibited decreased sensing and an x-ray confirmed the lead dislodged. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.